Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated and a suprarenal aortic extension on (B)(6) 2012. Following the initial implant the patient had multiple unreported subsequent endovascular procedures, no information was provided in regards to the events surrounding these additional procedures. On (B)(6) 2016 a type 3b endoleak was identified and the physician elected to implant a non-endologix device to seal the leak. The patient is stable.

Manufacturer narrative:
The investigation was completed and the clinical evaluation was able to confirm the reported event. A manufacturing or design issue has not been identified or suspected based on the evaluation of the reported event. The manufacturing evaluation did not reveal any issues or deviations that would explain the reported event. There is not enough information to determine the root cause of the reported event. The devices remain implanted in the patient. Potential contributing factors to the reported event include; the main body placement too high (for undetermined reasons), concomitant use of additional non-elgx devices (off label), and the stent fracture of the mb at the bifurcation might have contributed to the event.